Event description:
A caller reported a malfunction with their pump after accidentally taking it into a pool. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.